Event description:
The lay user/ pt called lifescan in october 2005 alleging that her one touch ultra meter was reading the incorrect unit of measure (uom). The pt did not report any symptoms, injury, or treatment. The meter in question was originally set to the correct uom. It is not known if the user changed the uom. However, the pt did report recently changing the meter's settings, which could have lead to changing the uom. The label on the back of the meter indicates that the meter was locked into the mg/dl reporting mode; so the customer should not be able to change the uom. This case is being reported as the user alleges the meter's uom setting may have changed. Lifescan has requested the meter for testing and is awaiting for the product to return. The meter was replaced.